Event description:
Reportedly, after approximately one week post installation of the smartview 2.44, the subject programmer was blocked at manager screen after boot despite its good functioning throughout this week. It should be noted that about 150 patients were stored on the device and there was enough time to rebuild database before the shut down of the subject programmer (no other operation could be performed). Preliminary analysis showed that the subject programmer abrupt power off had occurred during retrieving data phase after the end of an interrogation session. This had caused a corruption of the database.

Event description:
Reportedly, after approximately one week post installation of the smartview 2.44, the subject programmer was blocked at manager screen after boot despite its good functioning throughout this week. It should be noted that about 150 patients were stored on the device and there was enough time to rebuild database before the shut down of the subject programmer (no other operation could be performed). Preliminary analysis showed that the subject programmer abrupt power off had occurred during retrieving data phase after the end of an interrogation session. This had caused a corruption of the database.